Event description:
Pt was diagnosed with cataracts in both eyes the cataract was extracted from the left eye and an array multifocal intraocular lens was implanted. Best-uncorrected visual acuity was 20/25 at one-week post surgery. Around three to four weeks post surgery the pt's best uncorrected visual acuity worsened to 20/50-20/60 due to a possible shift of the intraocular lens. In addition, from the time of implantation, the pt experienced halos around point sources of light under nighttime (dark/low light) conditions. 8 months later the pt's best-uncorrected visual acuity had not improved and the halos were a persistent disability for night driving. The intraocular lens was explanted and an alcon intraocular lens (mz60bd) was implanted. One day post surgery the best uncorrected visual acuity was 20/30 and the pt experienced light streaks/halos around point sources of light under nighttime conditions. One week post surgery the pt's best uncorrected visual acuity was 20/70-20/80. As of 3 months later the pt's visual acuity had not improved and the light streaks/halos are a persistent disability for night driving. Pt is unaware if this event has been reported. The pt is now using another physician.